Event description:
It was initially reported that the pt had a generator replacement due to end of service. The generator was returned to the MFR for eval. Generator end of service was confirmed based on the measured battery voltage in product analysis. During testing, a capacitor was found to exhibit an out-of-limit (higher) supply current 1ma. The out-of-limit current could potentially be a contributing factor to the end of service. As the generator was rec'd in an end of service state, the extent to which the increased current consumption may have contributed to a depleted battery cannot be determined. The generator met specification following the replacement of the problem capacitor. Device mfg records were reviewed and all tests were completed and specifications were met prior to shipment.